Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Photo was received. Upon visual inspection of one photo, the following was observed: the photo shows a blue reload from top view and the reload present all drivers up. Also, some staples can be seen on the reload properly formed. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a roux-en-y gastric bypass, the patient didn't undergo surgery in advance. Powered echelon psee60a & blue reloads were used for pouch (standard). First two reloads gst after that ecr flat decks. The gst reloads conducted normal. The staple line made with flat decks was terrible. The staples were totally malformed and some not formed at all. The stapler cut properly. Also, during firing the tissue was pushed lateral out of the jaws. The surgeon had to overstitch the staple line with stratafix to make sure it is sufficient. Between the reload changes the jaw was dipped in water and wiped out to ensure there is no staple stuck in it. However, almost every staple line was very uneven and many staples malformed. The surgeon is very experienced but couldn't find an explanation for the situation. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 01/08/2020. D4: batch # t5e17k. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with nine reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.